Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for the procedure. The patient underwent an uncomplicated pulmonary vein ablation using the farapulse ablation system under general anesthesia. During post procedure recovery, the patient developed hypoxia and required an overnight hospital stay for monitoring and oxygen therapy. The physician believes the hypoxia was likely related to the patient underlying myotonic dystrophy. The device is not expected to be returned as it was disposed of.